Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports "needle came detached from the syringe when putting it into the vial to draw up."

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.